Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Information referenced on the complaint form indicates that caricare powder (stomahesive protective powder) was used to treat the erosion. It is reported that the fms catheter was passed through same direction of pajama trousers and that change in catheter direction was performed so that it would not come in contact with the erosion portion of skin. Lastly, the catheter near patient's anal was wrapped by eco gauze. No sample was available for evaluation. Final quality evaluation was performed by the third party manufacturer, (B)(4), on (B)(4) 2011 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. The supplier confirmed that the retained samples met the product quality specifications. Team also performed functional testing (leak test) on retained samples (where applicable) and no nonconformance was observed. In conclusion, based on the investigation conducted, this complaint is not confirmed. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedure.

Event description:
Information received via complaint form is indicated as follows: "slight erosion observed in anal from 12:00 to 6:00 o'clock direction. About 2cm long. No bleeding occurred. No infection confirmed". Information referenced on the form indicates that the reason for product use was related to diarrhea in large quantity (cause unknown). Lastly, date of product use was on (B)(6) 2011 and date of event occurrence was (B)(6) 2011 as referenced on the complaint form.